Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 22 pulses. After 32 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. Rotational sensor abnormalities were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities and subsequent needle mechanism failure.